Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that they have advised that the rip occurred during the sling's first use. They were lifting a patient from a wheelchair to a bed when the loop came undone. The patient was immediately lowered back into the wheelchair and a different sling was used to lift the patient. The patient weighs 317 lbs. They were not injured during the incident. The facility was using an hpl450 lift. Complaint # (B)(4) and ra # (B)(4) was entered into our system to have the sling returned for investigation.